Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-sep-2023 h6: investigation summary: bd received a used 22 gauge nexiva single port device from lot 2290359 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage. The needle was found to be fully retracted. Next, the engineer attempted to decouple the tip shield from the winged adapter but failed to separate them. The winged adapter could not be rotated, which was indicative of adhesive being present between the two components. Upon separation of the two components, adhesive residue was found on the outside of the winged adapter and the inside of the tip shield. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that the root cause was excessive adhesive applied during the assembly process.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage after the placing the catheter. This occurred with 6 catheters during use. The following information was provided by the initial reporter, translated from chinese: "nexiva was punctured on august 22, the needle core could not be withdrawn, and the needle had to be pulled out and punctured again."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage after the placing the catheter. This occurred with 6 catheters during use. The following information was provided by the initial reporter, translated from chinese: "nexiva was punctured on august 22, the needle core could not be withdrawn, and the needle had to be pulled out and punctured again."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.